Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12500. It was reported the pt arrived for the permanent system implant procedure. During pre-operative testing, the pt complained of terrible pain in her left leg. The implant procedure was performed. When the pt woke up after surgery, she was still in terrible pain, regardless of stimulation being on or off. The physician explanted the leads, but the ipg was left implanted. The pt continued to complain of terrible pain. The pt was sent for a CT scan and was admitted to the hospital. Follow-up revealed the pt has weakness and pain in her left foot and leg. The pt is being transferred to a rehabilitation facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.